Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump was priming approximately 40 units of insulin during the load step. The patient confirmed that she was disconnected from the pump at the time of the issue. The patient denies any trauma or moisture to the pump. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: during testing, the pump experienced a load step malfunction and did not recognize the cartridge during the prime step and ejected approximately 130 units of insulin from the cartridge. A force sensor calibration test revealed the force sensor was out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.